Event description:
The user facility reported that the device did not inflate properly during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported condition was duplicated during the device evaluation. The device was not able to maintain pressure. Visual inspection disclosed the white connector was detached from the bladder leading to the air/pressure leakage.

Event description:
The user facility reported that the device did not inflate properly during a procedure. There was no clinically significant delay, no medical intervention, and no adverse consequences.